Event description:
Pt developed respiratory distress with increased work of breathing. Diminished breath sounds to right chest. Pigtail catheter chest tube placed to right chest 1300cc pink tinged fluid drained. Pt had broviac surgically implanted 2 days prior to incident.